Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. The catheter was pulled back into the sheath and they were able to succesfully remove the catheter and wire from patient. Tissue was observed on the tip of the catheter. A new catheter was used. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
There are pictures attached that showed potential tissue in the guidewire and the tip of the device. Upon device return and inspection, the catheter returned with a guidewire inserted. Also, potential tissue was observed in the tip. The potential tissue was removed and an attempt to withdraw the guidewire was successful; then, a new guidewire was inserted through the catheter without any resistance.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. The catheter was pulled back into the sheath and they were able to succesfully remove the catheter and wire from patient. Tissue was observed on the tip of the catheter. A new catheter was used. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.